Manufacturer narrative:
The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were recommended for replacement. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing. The distributor performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were recommended for replacement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.